Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The incident description in the initial 3500a report should have read as follows: on (B)(6) 2015, the lay user/patient contacted lifescan (lfs) france alleging that their onetouch verio pro meter was reading inaccurately high compared to a calibrated laboratory meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy occurred ¿6 months¿ prior to the alert date of (B)(6) 2015. At this time the patient obtained a blood glucose result of ¿200mg/dl¿ on the subject meter and a result with a difference of ¿100-120mg/dl¿ on the calibrated laboratory device, within 10 minutes of one another. The patient manages their diabetes with insulin (no adjustments) and it is not known whether they made any changes to their diabetes management regimen as a result of the alleged product issue. The patient did not develop any symptoms as a result of the alleged inaccuracy, but stated that during a doctor¿s office visit 4 months prior to the alert date they had their insulin dosage increased from 10 units to 12 units per day. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution to walk through a retest. The products were requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.